Event description:
It was reported that the biomed requesting ts for arctic sun device with no inlet pressure (ip) on one side while doing preventive maintenance. Transferred for assistance. Updated on 16sep2024 that the biomed stated the arctic sun device read 0.0 across one side of the fluid delivery line (fdl). Biomed will inspect fluid delivery line (fdl) for damage and replace if needed, parts and price provided. Per follow up information received via phone on 22nov2024, it was reported that they noted minor damage to several of the fdl valves. It looks like the nurses may have been connecting the pads wrong or too hard. New fdl was ordered and replaced. Device returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed requesting ts for arctic sun device with no inlet pressure (ip) on one side while doing preventive maintenance. Transferred for assistance. Updated on 16sep2024 that the biomed stated the arctic sun device read 0.0 across one side of the fluid delivery line (fdl). Biomed will inspect fluid delivery line (fdl) for damage and replace if needed, parts and price provided.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was fdl valve failure. New fdl was ordered and replaced. Device returned to service. The latest labeling revision was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the fdl batch number is unknown. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed requesting ts for arctic sun device with no inlet pressure (ip) on one side while doing preventive maintenance. Transferred for assistance. Updated on 16sep2024, that the biomed stated the arctic sun device read 0.0 across one side of the fluid delivery line (fdl). Biomed will inspect fluid delivery line (fdl) for damage and replace if needed, parts and price provided. Per follow up information received via phone on 22nov2024, it was reported that they noted minor damage to several of the fdl valves. It looks like the nurses may have been connecting the pads wrong or too hard. New fdl was ordered and replaced. Device returned to service.